Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastrectomy procedure, they set the device and connected the reload to adapter for the first firing. They checked the jaws opening/closing and confirmed 3 indicators of the handle, the adapter, and the cartridge were all illuminated green. The surgeon inserted the device to the trocar, clamped stomach and tried to push the green firing mode button. However the handle indicator had an issue. The surgeon tried to open the jaws, but could not open them and could not remove the device from the tissue. The surgeon removed adapter from the handle, then connected to another handle. The surgeon could now open the jaws and removed the device from the tissue. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 12 autoclave cycles for the handle. A pmv representative adapter and single use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic gastrectomy procedure. For the first firing, connected the reload and adapter to the powered stapling handle. Checked the opening and closing of the jaws and confirmed that the three indicator lights of the handle, adapter, and reload were all illuminated green. The device was inserted into the trocar, clamped the stomach, and tried to push the green firing mode button. However, the handle indicator flashed green, the status indicators were illuminated blue, and the three firing progress indicators illuminated red. The surgeon tried to open the jaws, however, could not open them and could not remove the reload from the tissue. In the surgical field, removed the adapter and powered stapling handle, and then connected another powered stapling handle. Could then open the jaws and remove the reload from the tissue. Replaced by another device and the stapling was completed. There was no patient harm. The status of the patient is reported as no problem.